Event description:
It was reported that the pump's usb port was damaged and loose and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.